Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare loop failed to cut the target polyp. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.